Event description:
Caller reported that pump malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and customer successfully reset it, resulting in no recurrence of the malfunction. Customer was advised to contact support if the issue reoccurs and acknowledged these instructions.